Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. It was also found the customer had a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify motor position encoder error alarm or perform the self test, off no power test, unexpected restart error test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump passed the stop current and run current tests. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.